Event description:
In 2005, the patient was implanted with two gore tag thoracic endoprostheses as part of the tag 05-02 clinical study. In 2009, the patient was noted to have >5 mm of aneurysm enlargement, but is stable with no other clinical consequence.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the manufacturing records review verified that this lot met all pre-release specifications.